Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the patient had called the hospital saying that he did not have adequate stimulation. The patient then came in and the high impedance was measured. This was not caused by a trauma or a fall. The cause was unknown. It was indicated that the event was due to programming. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.

Manufacturer narrative:
The implant dates have been updated. The main component of the system and other applicable components are: product ID: 74002, lot# 0212692309, implanted: (B)(6) 2017, product type: adapter. Product ID: 74002, lot# 0212692309, implanted: (B)(6) 2017, product type: adapter.

Manufacturer narrative:
Concomitant medical products: product ID :74002, lot#: 0212692309, product type: adapter. Product ID: 74002, lot#: 0212692309, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) that measured high impedance for the first time. Device interrogation and device data on (B)(6) 2017 revealed high impedance. The impedance of electrode 2 was greater than 10,000 ohms. The patient felt inadequate stimulation. The event resulted in an unscheduled clinic or office visit and the ins was reprogrammed. The event resolved without sequelae. The device diagnosis included high impedance and a clinical diagnosis was not applicable. The event was related to the device or therapy and was not related to the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 74002 lot# 0212692309 implanted: (B)(6)2017 product type adapter product ID 74002 lot# 0212692309 implanted: (B)(6)2017 product type adapter product ID 387745 lot# b0463528k product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was a decrease in pain relief. The etiology was noted as not due to programming.